Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain following a hip arthroplasty. The stem was not easily removed; however, there was not a significant amount of bone on the porous surface.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Review of the device history records identified no deviations or anomalies. The reported device was used for the treatment. Compatibility cannot be checked due to insufficient information. Medical records were not provided. Relevant medical history is unknown. A definite root cause cannot be determined with the information provided.